Event description:
Reporter alleged high glucose reading of 286 mg/dl and at 7:59 am was having a seizure where glucose tested 248 mg/dl. It was reported emergency medical technician (emts) were called and their meter read 62 mg/dl 1/2 hour later. Reporter stated customer was given something to eat and an IV by emt's as was transported to the hospital however was released the same day. As a result of the alleged incident, customer reported insluin dosage was lowered. A request was made for the return of the suspect device and replacement product was sent.